Manufacturer narrative:
In the case description the user states the device is hot to the touch. It was also reported that the battery would charge then state it has a empty battery then turn itself off. The device was returned with a battery. The back of the device was able to be closed with the battery in the device. The battery thickness was measured with calipers and measured 6.49 mm, which is higher than the specification, indicating the battery was exposed to thermal energy and swelled. The returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required. A different battery was used to obtain the download data of the device. The device was able to power on with the replacement battery. Upon powering the device on, the initial loading screen was displayed. The device was unable to get past the initial loading screen, indicating a critical failure to the processor boot loader. No download data is available as the device was unable to boot up past the loading screen. The adb tests and various tests could not be performed. The exact cause of the reported not holding charge and reset issue could not be determined due to the download data being unobtainable.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is hot to the touch. It was also reported that the battery would charge then state it has a empty battery then turn itself off.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.